Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a high blood glucose value of over 400 mg/dl and low blood glucose value of 50 mg/dl. Customer blood glucose value at the time of incidence was 405 mg/dl and current blood glucose value was 281 mg/dl. Customer other blood glucose value were 30 mg/dl, 55 mg/dl and 600 mg/dl. Customer was neither in emergency room, nor admitted into hospital, nor was emergency medical services dispatched as a result of high blood glucose values. The customer was treated for high blood glucose value with manual injection and low blood glucose value with juice. The device will not be returned for analysis.